Event description:
47-year old female underwent laparoscopic hysterectomy and bilateral salpingooophorectomy that was complicated by mechanical failure of stapler and bleeding from the right ovarian artery. The staple gun misfired. There was no malfunction of the clips. The patient lost approximately 700-800 cc of blood at the time of surgery. Post-op, the patient did well. Patient was eating, ambulating well, and doing well without difficulty at the time of discharge. Physician proceeded with iron replacement after discussing this v6 a transfusion. The stapler was returned to the manufacturerdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. The device was not destroyed/disposed of.